Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had strange symptoms and almost no side effects despite having high stimulation parameters. The impedance values were normal. A revision surgery was performed in which it was determined the patient's electrodes were damaged. Even when testing the lead individually the impedance was normal. The lead was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). Patient and device information was received. It was reported that the cause of the electrode damage was not determined.

Manufacturer narrative:
Analysis of the lead found that the body of the lead was cut through and the product was segmented. If information is provided in the future, a supplemental report will be issued.